Event description:
The patient had metal corrosion and high chromium levels with associated right hip pain.

Manufacturer narrative:
The patient is (B)(6) in height. An event reporting corrosion and high chromium levels (altr) involving a metal femoral head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports x-rays and return of the device are needed to fully investigate the event.

Event description:
The patient had metal corrosion and high chromium levels with associated right hip pain.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.